Manufacturer narrative:
For regularization - retrospective review / FDA request. After expertise of the plate, the metrological profiles are compliant. As a result, no mechanical tests on the wafer to complete the analysis. The manufacturing data is also consistent and does not show any incident. No corrective action planned, as the case is isolated on the lot and a product improvement project is also in progress.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. "Braid broke during tibial tensioning of pullup device". Lengthening of the intervention. Setting up an interference screw to hold the graft.